Event description:
It was reported that after a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they were unable to take control of the universal surgical manipulator (usm3) and usm4 during procedure. The tse reviewed the system error logs, and confirmed the issue pointed to the intermittent stuck button on the right master tool manipulator (mtmr). The procedure was completed as planned with no reported injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure was completed robotically. The reporter stated that the secondary surgeon side console (ssc2) was used initially, but later it was used mainly for observation after the instrument assignment issue. The arm control issue was consistent through the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right master tool manipulator (mtmr) due to a stuck opto button. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtmr.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was analyzed and the reported issue was confirmed and replicated. The opto button was found stuck during the inspection and no more anomalies were identified that could be linked to the reported event. The mtm was subsequently installed on a patient side cart fixture test platform (pftp) system, where it passed all relevant tests within specification. The probable root cause is attributed to mechanical issues caused by an stuck gimbal slider button located on mtm.

Event description:
Refer to h11 for follow-up information.